Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 319 mg/dl at the time of event. Additionally, the customer reportedly experienced a bg of 48 mg/dl with an unknown cause. The customer treated the low bg by consuming orange juice. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported low bg issue.